Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Pt dislocated while walking. Revision was done. All components replaced. Rep. Confirmed dislocation - head dislocated from liner. Revision construct included an adm/mdm liner construct. Per rep, regarding revision of stem and cup: "everything was loose and needed to be upsized."